Event description:
Physician reported a left implant rupture. Device has been removed and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
E.1 continued: (B)(6). Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on 26-set-22. Visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Physician reported a left implant rupture. Device has been removed and replaced.

Event description:
Physician reported, a left implant rupture. Device has been removed and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed, as surgical impact opening (shell thickness within specification). And broken on the posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Both patterns along the same edge. Missing shell assessed, as inconclusive. Additional observations: creases are observed. Stress marks are observed, assessed as non-penetrating nick. No further actions are required, as the device was implanted.